Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) notified biomérieux that they observed discrepancies between results obtained in manual and automatic testing when using the product vidas® tsh (ref. 30400) lot 1005459320. For sample q015 (female) the results were the following: - automatic mode: 1.41 and 1.64 uiu/ml. - manual mode: between 2.35 and 2.8 uiu/ml . - variation = cv: 23%. No change of interpretation: euthyroid. The final results transmitted were 2.96 uiu/ml for sample m008. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification that a customer in (B)(6) contacted biomérieux to report observing discrepancies between results obtained in manual and automatic testing when using the product vidas® tsh (ref. 30400) lot 1005459320. Investigational testing was performed. The patient samples were not submitted for investigation. So, the quality product laboratory tested two internal samples twice in automatic and manual pipetting mode on the retained vidas® tsh kit from lot 1005459320. The results obtained on the samples were similar between the automatic and manual pipetting mode. The quality product laboratory did not reproduce the customer's issue with the two internal samples. The vidas® tsh test kit, lot 1005459320/180117-0 performed as expected. The analysis of the logs (of apu and sections) showed no abnormal behavior of the instrument, nor difference between automatic and manual mode which could explain the difference in results observed by the customer. During the investigation, it was noted that there was 1.5 to 2.5 hours between the tests performed automatically (13:50 and 14:58) and those performed manually (16:31) on the patient samples. The investigation determined the root cause of the discrepant results to be the pre-analytical step (delay between samples tested in automatic mode and manual pipetting mode). After following advice provided by customer service, the customer obtained good results. All the results obtained with automatic and manual pipetting mode of the vidas® 3 instrument were correlated. The quality product laboratory did not reproduce the customer's anomaly. The internal investigation has confirmed the product performed within specification.